Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, and h11. The device was not returned to olympus for inspection; however, technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system was getting a lamp error b. Was not able to clear it even though lamp a was working. The issue occurred during inspection for use. There were no reports of patient involvement.